Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and opening curved on posterior. A visual and microscopic analysis was performed which identified: striated punctured on posterior and creases fold. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. The reported events capsular contracture and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, exposure.

Event description:
Healthcare professional reported a right side implant received by the lab with no information as to why the device was returned. Healthcare professional additionally reported right side capsular contracture baker grade IV and implant exposure. The device has been explanted.